Manufacturer narrative:
Thorugh follow-up communication, livanova (B)(4) learned that the heater cooler systems 3t was positioned at a distance of 1 meter against the wall with the air exit towards the suction system. The estimated distance from the devices and the surgery field was stated to be at least 3 meters. It was stated furthermore that the devices are not in use anymore. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device is planned to be returned to livanova (B)(4) for deep disinfection. A loaner will be provided to the customer while the device is undergoing deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that lab results for samples taken from a heater-cooler system 3t came back positive. There is no known patient involvement.